Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to inflate and leak were confirmed. Based on visual, functional, and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the chronically totally occluded (cto) proximal left anterior descending (lad) artery. The 2.5x20mm trek balloon dilatation catheter (bdc) was unpackaged without issue and was soaked and prepped with no issues/leaks noted during preparation. The trek bdc was successfully advanced to the target lesion without reported issue; however, the bdc failed to inflate and was removed without reported issue. Outside the patient's anatomy, the bdc was tested and a leak was noted in the balloon. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Anther bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.